Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot #: (B)(6) rev. C, ubd: unknown, UDI#: unknown product ID: bi71000230, serial/lot #: (B)(6) rev. B, ubd: unknown , UDI#: unknown product ID: bi71000230, serial/lot #: s2240jnb rev. B, ubd: unknown , UDI#: unknown h3, h6: the system was serviced in the field by a medtronic representative. The rep replaced started and the booster boards with no change. Further troubleshooting revealed the manufacturer had failed to reset the fluoro dropout time from zero to sixty. Codes b01, c13, and d02 are applicable. Additional system service was performed. Repeated exposures caused error 239. The rep replaced the dual speed starter and booster boards, but was still having the same issue. It was noticed that the starter was energizing stator at every fluoro exposure ( no coasting). Found fluoro dropout time was set to zero by the manufacturer. Codes b01, c13, and d02 are applicable. The returned product (lot #: s2230yrg rev. C) was damaged. The rep was unable to confirm the reported complaint. Visual inspection showed the connector housing on connector j10 was broken off of the board. Codes b01, c07, and d02 are applicable. The returned generator (lot #: (s2229yji rev. B) was analyzed. The rep was unable to confirm the reported complaint. Visual inspection confirmed damage hardware. Pin connector j12 was damaged. "Broken and missing." Codes b01, c07, and d02 are applicable. The returned generator (lot #: s2240jnb rev. B) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. A090501: fifth 2d xray would not take a1102: "recoverable error: (0) n/.a" a110301: 20-25 seconds later, system behaved as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during the calibration of the imaging system, the fifth 2d x-ray would not take. The field representative (rep) would hold the button for 20 seconds before it would go again. There was no patient involvement. Troubleshooting was performed, there were no errors present and the x-ra7 was not overheated when trying to take the fifth 2d x-ray when performing the system calibration. The green led on the mobile view station (mvs) was on but, went away once the button was pressed, but the imaging system did not take the image. About 20 to 25 seconds later, the system behaved as expected, but the rep was unsure why there was a delay. The logs showed multiple lines of the same red error: "recoverable error: (0) n/.a" the rep did not experience any issues with 3d spins.